Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient arrived at the hospital with syncope. The device could not be interrogated and was unresponsive to magnet application. The device is suspect to be at end of life (eol). The device was explanted and a new device was implanted. It was further reported that the right ventricular (rv) lead was unable to sense any r-waves even though the electrocardiogram monitor showed that the patient had an underlying intrinsic rhythm. The rv lead was found to have low pacing impedance. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).